Manufacturer narrative:
Sample is lithium heparin plasma that was centrifuged at 3,000 rpm for 10 minutes. The specimen appearance was normal. The sample was aspirated from the primary collection tube for analysis. Qc was within specifications prior to and after the event. A system check performed on (B)(4) 2010 met specifications. No errors were posted to the event log in an association with this event. A field service engineer (fse) was dispatched: the fse adjusted the drift correction factor and performed a diagnostic testing which met published specifications. No hardware issues were noted that would have contributed to this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely normal an accutni result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. The result did not fit the patient's clinical history. Upon repeat testing the results were above the ami cutoff. No reports of death, injury, or change to patient treatment have been reported in connection with this event.